Event description:
Customer reported that their pump screen was dark and would not turn on. There was no reported impact on the customer¿s blood glucose level, as the caller declined to provide this information. Customer was instructed by technical support to use multiple daily injections as a backup therapy and a replacement pump was arranged. The customer was also guided on how to put the pump into storage mode before sending it back with a prepaid label.